Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; therefore, an evaluation could not be conducted. A retained sample was evaluated and visual inspection and functional testing of the set with an infusion pump were completed. Visual inspection and functional testing did not reveal any abnormalities related to the reported condition. The retained set was conforming as per product specifications and the reported deviation could not be confirmed via sample¿s analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, it was reported by a baxter¿s sales representative that this condition was generated by user error. In order to address this condition the involved personnel were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a light sensitive drug set that was inserted into an unknown infusion pump was too large and exposed the medication to light. A baxter sales representative (bsr) later visited the reporting clinic and discovered that the set was incorrectly inserted into the pump, causing the tubing to stretch. This was noted during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.